Event description:
The pt used the suspect device to check their blood glucose. Pt obtained a result of 195mg/dl. They then administered 10 units of 70/30 insulin on a sliding scale. They then felt weak and shaky. Their family member called the paramedics. Upon arrival the emergency medical tech's checked their blood glucose on their meter and the result was 71mg/dl. Pt was given a glucose IV and transported to the hospital and admitted.